Manufacturer narrative:
Section b5: additional information received indicates that there were no parts or pieces of the device that felled into the patient. (H3) the broken device reported was likely the result of the femoral impactor head being directly impacted during this surgery or a previous surgical use, which may have imposed high loads to the threaded shaft and led to crack initiation, propagation, and ultimate fracture of the threaded shaft. The most probable root cause associated with the reported event of "broken / non-functional" is associated with a partial or full-thickness crack in the device materials. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2021-00372 and 1038671-2021-00373.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2021-00372 and 1038671-2021-00373.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt. This is one of two products involved with the reported event and the associated manufacturer report numbers are 1038671-2021-00372.

Event description:
As reported, the pin puller (cat# 02-029-90-4100) was used to remove the pins out of the tibia. The bone quality was very good and when the surgeon tried to remove the pin, the tip of the pin puller broke off. Furthermore, the fem impactor (02-029-19-1000) was broken on impaction when we were impacting the final femur implant on. One of the sides of the impactor broke off. The surgery was not affected by the breakage. We had backups and the case went very well. Patient was last known to be in stable condition following the event. The devices will be returned.